Manufacturer narrative:
Initial reporter postal code - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured which resulted in an external fluid leak from the housing. The bladder rupture and leak occurred during patient infusion while the patient was connected for therapy. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10 (add an entry), h3, h4, h6 and h10. H4: the lot was manufactured from july 14, 2021 - july 15, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed a ruptured bladder. Due to the nature of the sample, no additional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.